Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer wouldn't open. A field service engineer (fse) reseated and inspected the retractor band. All cubies were seen and recognized after being popped out, and the lids opened as expected. The system functioned as intended after the field service engineer repaired the device. (B)(6)>

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer wouldn't open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.